Manufacturer narrative:
The cusa excel w/ console 220v ac with footswitch (cusaexcel9) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint: that the console was returned with the wrong EU plug, the water reservoir was missing, and the rod of the IV-pole was loose. As a corrective action the technician replaced the IV pole, the mains plug and the cooling reservoir. The technician completed functional test and safety check according to the manufacturer's specification will be performed. Root cause - the root cause was confirmed to be wrong EU plug, water reservoir missing and IV pole loose. No further investigation required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
This is 2 of 3 reports for procedure 3, linked to mfg report numbers 3006697299-2021-00034 and 3006697299-2021-00036: a facility reported that during tumor removal surgery, the amplitude of the cusa excel w/ console 220v ac with footswitch (cusaexcel9) constantly dropped down to 10% (used settings 20% aspiration, 2ml, 20% amplitude). It was concerning to the surgeon that the device was not working properly in fragmenting. The surgery was completed using bi-polar. There was no patient injury and no surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.